Event description:
The target lesion was a de novo, moderately calcified and slightly tortuous lad, with 90% stenosis. A radial approach was chosen, and pre-dilation was performed with a 2.0 x 10 mm balloon. A 2.5 x 28mm cypher was delivered to the target lesion without difficulty. While inflating the unit, the balloon ruptured at 11 atmospheres. Leakage was confirmed as the pressure reduced and contrast medium leakage was observed and blood flowed back into the inflation device while deflating the balloon. Because the stent was never fully expanded, the stent was post-dilated and the procedure was finished successfully. There was no pt injury reported. The prod was clinically used, but will not be returned for analysis due to the pt's infectious disease (hcv). The prod is not available for eval and testing. Add'l info will be submitted within 30 days of receipt.

Manufacturer narrative:
This prod is distributed outside the us, but is similar to us distributed stent delivery systems. During a coronary intervention, a 2.5/28mm cypher stent delivery sys burst at 11 atmospheres. The stent was post-dilated with another balloon and no pt injury occurred. The target site was described as moderately calcified and slightly tortuous with 90% stenosis. The prod was not returned for eval; therefore, the complaint could not be confirmed. With the limited info available, vessel/lesion characteristics may have contributed to the event.